Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were replacing the primary cell device on the day of report. It was confirmed that the impedances were fine when they checked before the case. Impedances were high on contact 10 and then moved to 11 and then the entire right side was high. The ports were changed and the issue followed the extension. When the ports were swapped, all impedances were high. The health care professional (hcp) went back to the old ins and the impedances were normal. They went to the new ins and they were still high. Another ins was opened and impedances were still high but very inconsistent between readings. The components had been wiped down, the operating room lights were moved away and the electrodes were configured properly. They also used a backup clinician programmer and repeated verification of the settings compared to the explanted ins. Additional information received 7 days later reported they believed that cause of the impedance issues could be the extensions. The impedances resolved when they reconnected the explanted ins but it returned when they connected the new ins. Possible connecting and reconnecting the extensions and moving them in and out of the pocket most likely damaged them, or from repeated overtightening of the screws in the header block. It could not be confirmed at that time. The surgeon was going to evaluate the extensions at an undetermined later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.